Manufacturer narrative:
Result of investigation: the carefusion failure analysis lab evaluated the suspect faulty printed circuit board for evaluation where the reported issue was reproduced and isolated to a failed transducer. This failure is part of an internal investigation.

Manufacturer narrative:
Carefusion complaint (B)(4). Results of investigation: the carefusion field service representative determined the main printed circuit board needed to be replaced. A replacement board has been ordered but has yet to have been installed on the customer's unit. Upon completion of the repair or in the event additional information becomes available a follow-up report will be submitted at that time.

Event description:
The customer stated that this unit is alarming "vent inop." There was no patient involvement at the time of the incident.